Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available then it will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2010-01205.

Event description:
It was reported that, "the trials do not fit properly on the accolade neck trials. They are very loose. Surgeon was displeased. Rep said that it is all the trial heads, all sizes. Rep thinks that the trunnion neck on the stem trial is too short and the o ring on the trial head goes beyond the trunnion. Rep stated that he has reported this in the past."